Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The caller had disconnected and ran the fill tubing before calling, resolving the issue. Customer continued to use the pump for insulin therapy.